Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. Relevant medical history and concomitant medications were not provided. The pt was taking an unspecified medication for treatment of diabetes beginning on an unknown date. In 2008, the humapen ergo teal/clear pen body (lot number unknown) was reported to have broken engagement tabs and the cartridge holder was loose. This humapen ergo, teal/clear pen body is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the pt had used this device model. The device was being returned to the company. It was unknown if use with another humapen ergo device was continued. Further info will be added when received.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/ near incident. Will investigate further.